Event description:
It was reported that prior to thyroid surgery done for confirming recurrent laryngeal nerve damage, when sales person inspected the unit the patient interface could not be wired and could only be used wirelessly. Repositioning and restarting was tried but didn't work. Also, the battery was not charged. There was defect with console it doesn't connect to interface. There was no patient involved.

Manufacturer narrative:
H3: in incoming inspection there was no fault found in patient interface nim4cpb1. H6: previously submitted code fdc d16 and fdr c20 are no longer applicable for product ID nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) other device used in this event was product ID: nim4cpb2; lot#: l11903003, the product doesn't contribute to the reported malfunction which might have led to serious injury. Additional code img g02005 is applicable for product ID nim4cpb1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to thyroid surgery done for confirming recurrent laryngeal nerve damage, when sales person inspected the unit the patient interface could not be wired and could only be used wirelessly. Repositioning and restarting was tried but didn't work. Also, the battery was not charged. There was defect with console it doesn't connect to interface. There was no patient involved.

Manufacturer narrative:
H3: during the incoming inspection, it was observed that the wired connection was possible, but observed that there was no output from the pm board. Furthermore, it was observed that the startup operation was not normal. Ssd card failure. H6: previously submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Additional code img g02030 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.